Event description:
New information received on (B)(6) 2018 notes that the patient was stable. No intervention was performed or no programming changes were done.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was intermittent undersensing noted on patient's merlin device. Device displacement was suspected from its neutral position. Additional information was not reported.